Event description:
International affiliate reports that inspection of a returned loaner kit found the awl had broken in half. It is not known when/where the instrument breakage occurred.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual examination revealed that the fracture of the awl was located at the pinned connection point where the handle meets the retaining sleeve. No other defects or deformities were indicated during evaluation of returned product. Although no definitive conclusions can be made as to the cause of breakage, scanning electron microscopy analysis found evidence of static failure plastic deformation across the entire surface of the self-centering awl. No material defects or other abnormalities were observed in the analysis. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.